Event description:
Device 1 of 4. Ref MFR report: 1627487-2012-00602, 1627487-2012-00603 and 1627487-2012-00604. The pt (B)(6) was implanted with four trial leads from different lots. During a programming session it was reported the pt felt nauseous and light headed when stimulation was initiated. The pt was reportedly standing at the time of the occurrence. The session was aborted, and medication was administered for the nausea. A subsequent programming session conducted with the pt seated resulted in adequate therapy coverage; however, the pt has elected not to proceed with a permanent implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.